Event description:
Primary nurse was called to check a cracked extension tubing from a PICC line. Nurse wanted to discontinue a hyperalimentaion line but could not loosen the extenstion set, so she used a forceps & apparently cracked the set near the hub. Changed the set after loosening the cracked set with forceps. When finished she flushed PICC line with 5000 units of heparin.